Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that a patient was unable to adjust their stimulation. The programmer was showing the "in the box" icon. It was stated that this icon had appeared twice. It was noted that the patient does use the antenna locate (al) feature and this has happened after using the al feature. The reporter was instructed to wait a few seconds after pressing the x key on the recharger. Four days later it was stated that the issue was resolved. A medtronic representative saw the patient, interrogated the stimulator and reprogrammed it, after which, the icon was removed. It was noted that the patient was receiving "good" stimulation coverage. No further information was provided.